Event description:
A red alert for high shock impedance was detected on this rv lead on (B)(6) 2012. Lead was implanted on (B)(6) 2009. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).